Manufacturer narrative:
(B)(4).

Event description:
On 05nov2019 a letter was received from the FDA, mw5090524. An eye care provider (ecp) reported a patient (pt) presented emergently with significant corneal and conjunctival inflammation, discomfort and reduced vision from ¿overwearing and misuse of contact lenses.¿ the pt was wearing acuvue® oasys® brand contact lenses at the time of the event. The pt had not had an eye exam or contact lens evaluation in more than 10 years. The pt continued to regularly order contact lenses on-line and receive contact lenses without a valid contact lens prescription. The ecp advised that the pts prior prescribing ecp had retired 5 years earlier and closed the practice, no prescription verification would have been possible. No additional medical information was provided. No contact details were provided. No additional medical information is expected. The date of the event is reported as (B)(6) 2019. It is unknown which was the affected eye. The suspect lot number was not provided. No evaluation can be conducted. It is unknown if the suspect contact lens is available for return for evaluation. If any further relevant information is received, a supplemental report will be filed.